Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was report due to incomplete reduction of the greater tuberosity at primary treatment of the proximal humeral fracture the fracture did not heal to a satisfactory point. With pain and reduced range of motion associated with the shoulder the decision was made to revise to a reverse shoulder provided by a different manufacturer. The surgeon is not of the opinion that the failure of osteosynthesis is the specific fault of implant. At revision all screws and the plate were removed without incident and in a timely fashion. The construct of the implant was complete prior to removal and appeared to have been functioning in an appropriate way during the implantation duration. The implantation of the replacement shoulder went as planned and the patient left the theatre with an acceptable immediate post-surgical outcome from the perspective of the surgeon. This report is for a humeral plate, part and lot number unknown this is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient date of birth reported only as year 1919. This report is for a humeral plate, part and lot number unknown. Implant date reported only as approximately 6 months prior to the explant date. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.